Manufacturer narrative:
Patient identifier, age, weight were not provided. When the requested information becomes available, a supplementary report will be submitted. Implanted date is unknown device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), claim form received with missing information and contacted customer for additional information.